Event description:
It was reported that a patient was diagnosed with severe regurgitation of an edwards aortic bioprosthetic valve after an implant duration of approximately 13 years. The patient underwent an implant of an edwards transcatheter bioprosthetic aortic valve inside of the subject bioprosthesis (valve in valve). No complications reported during the procedure.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Regurgitation of bioprosthetic valves can be caused by various mechanisms; without return of device and evaluation (remains implanted), the nature of this failure cannot be identified or evaluated. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.